Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) has stopped working since (B)(6) 2021. When the patient presses the bulb of the pump nothing happens and he is fully incontinent. The patient has frequent treatment through his urethra for bladder cancer and his cancer urologist is going to assess his urethra and system at the next treatment. No further information was provided.